Event description:
Customer reportedly received the following results on active s system within 10 minutes: lo less than 10 mg/dl), 267 mg/dl, and 313 mg/dl. Customer was not sure if the reported values were blood glucose results or control test results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.